Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's cassette line disconnected from the transfer set during peritoneal dialysis therapy. It was reported that the disconnection occurred because of a damaged component in the transfer set (not further specified). This was identified in the morning when it was noted that the patient¿s bed was wet. Renal therapy services (rts) advised the patient to notify their registered nurse. Proper procedures per the user manual were reviewed together with the patient. The patient contacted their nurse and went to the hospital where the transfer set was replaced with a new one and the patient's last therapy drain was completed. There was no patient injury or medical intervention associated with this event. No additional information is available.